Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was implanted using a 09f amplatzer talisman delivery sheath. Prior to procedure, the patient was in normal sinus rhythm. During procedure, just before releasing the talisman, the patient developed atrial fibrillation. The talisman was successfully implanted. Amiodarone was prescribed to the patient post-procedure. Later that day, cardioversion was performed and the patient reverted back to sinus rhythm. Anticoagulant was prescribed for a month. There are no allegations of malfunction with the talisman and the device remains implanted in good position. The patient was discharged the same day in sinus rhythm.

Manufacturer narrative:
An event for patient effects of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.